Manufacturer narrative:
(B)(4).

Event description:
It was reported that the drip chamber #4 of a y-type tur/bladder irrigation set "is too small and the plastic is too hard to purge easily. Also, it was reported that it was very difficult to move fluid out of drip chamber if the chamber was full. Additionally, it was stated that the chamber fills up with saline flush fluid and then the dripping can't be seen, therefore, the user can not tell whether the fluid is moving at all. This condition occurred during use. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.